Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
Related manufacturing reference: 3002953813-2019-00040. During a radiofrequency ablation procedure a second degree patient burn occurred. When the grounding pad was removed at the end of the procedure a burn was noted where the grounding pad was placed.